Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt fell on (B)(6) 2011. At the time of the report, the pump was "ticking/clicking and is not working". The pt presented to the ER. The hcp planned to listen to the pump and check with the pt to see if she can still hear it ticking. The device system was used to deliver morphine. A f/u report will be sent if additional info becomes available.